Manufacturer narrative:
D4 - lot number updated from unknown to 25763493, d4 - expiration date updated from unknown to 07/24/2023, d4 - unique identifier (UDI) # updated from unknown to (B)(4), h4 - device manufacture date updated from unknown to 07/24/2020.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.